Event description:
The costumer reported that procedure was completed with another device.

Manufacturer narrative:
This supplemental report is being submitted to provide the correction of the initial MDR and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over five (5) years since the subject device was manufactured. The customer reported event was confirmed. In addition, the following non-reportable malfunctions were found during the device evaluation: water invasion in the scope connector and water invasion in the el connector, and corrosion is formed. Based on the results of the investigation, the probable cause of the malfunction could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found: bending section cover is flabby, bending section cover cracks, image evis is flickering, image olympus endoscope system (oes) is flickering, there is no cut at switches; switch 1 to switch 4 are not working, dry aeration, and corrosion formed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the bronchofibervideoscope had no image-unrestorable and the white balance failed. The issue was found during preparation for use for a bronchoscopy diagnostic procedure. There were no reports of patient harm.